Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that after impella placement, it was noted that the axillary artery appeared small. The medical staff attempted to place the device however, it was reported that the pump could not pass the innominate artery. It was stated that the impella pump was explanted, and an intra-aortic balloon pump was implanted. The procedural outcome was the implant process was aborted.